Event description:
Urologix received medwatch report indicating that the patient experienced a burn on their knee/shin area following treatment. The targis user manual, section 2, page 11 warns the user to "insulate the cable away from the patient's leg" to prevent injury.